Event description:
The customer reported that the column would not move up intermittently. No pt injury was reported.

Manufacturer narrative:
A ge svc rep replaced the power supply. No pt injury was reported.